Manufacturer narrative:
The reported events of high capture threshold, loss of capture and helix mechanism issue were confirmed. The damage found was sustained during procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right ventricular lead exhibited high capture threshold and loss of capture. The physician elected to remove the lead. The helix failed to retract. The lead was removed and replaced. The patient was in stable condition.